Event description:
While clipping a blood vessel, after closing the clip, the clip got stuck to the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the late returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the aesculap facility in germany and inspected and processed to teleflex print specifications at the tecomet inc. Kenosha wi facility as part of a (B)(4)-piece lot in july of 2021. Evaluation of the returned instrument shows that it is able to pick-up, retain, close and release multiple clips with or without the use of silastic test tubing without any clips sticking to the jaws as described in the submitted notification summary. There were no non-conforming features found on the returned device. We are unable to validate this complaint since we are unable to replicate the alleged issue. All (B)(4)instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
While clipping a blood vessel, after closing the clip, the clip got stuck to the applier. The patient's condition was reported as fine.